Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks. Therapy did not convert the rhythm and therapy was exhausted. Technical services (ts) discussed reprogramming the device to reduce inappropriate therapy. This ICD remains in service. No additional adverse patient effects were reported.